Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by (B)(4). Product remaining in the field is being removed per recall #z-0793-2016.

Event description:
It was reported that during a procedure using a beaver blade, the blade broke while inside the surgical site. The piece was removed from the patient with a hand held device after 30 minutes. No patient complications were reported as a result of this incident.